Event description:
I flow received a report stating, pump was to infuse over 3 days, but was empty in less than 48 hours. Pump was filled to 300 ml, medication bupivicaine 0.25% to run at 2 ml/hr. I-flow has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was not reviewed. Sample evaluation showed one empty pump received. When refilled with 400 cc of normal saline the pump demonstrated a flow rate within specification.